Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at with a low blood glucose levels. The customer did not provide their blood glucose value or any information related to the hospitalization. The customer stated that the cause of the low blood glucose levels was caused by not eating enough to balance the insulin they took. The customer did not mention any form of treatment for their blood glucose levels. The customer declined troubleshooting the issue. The customer did not return the product back for analysis.